Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of deep vein thrombosis had an inferior vena cava filter deployed in an infrarenal position. Approximately three months post filter deployment, the patient was scheduled for filter retrieval. Multiple attempts to capture the hook were unsuccessful and the procedure was concluded. Approximately four days later, another filter retrieval procedure was performed. Multiple devices were used and the filter was successfully retrieved. Visual inspection demonstrated a detached limb. CT scan demonstrated a filter limb within the left renal vein. The following day during filter limb retrieval, a snare device was used and the limb subsequently migrated to the pulmonary artery. Attempts were made to retrieve the limb from the pulmonary artery but were unsuccessful. The patient was discharged from the hospital the following day. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, the investigation can be confirmed for limb detachment and retrieval difficulties. The investigation is inconclusive for perforation of the ivc, and additionally the investigation is inconclusive for filter tilt as there is no evidence of significant tilt after deployment in the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc, filter struts perforated into organs, and detached limb(s) were identified in the right lung. The filter was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure; however, the detached limb(s) were unable to be retrieved. The status of the patient is unknown.